Event description:
Digoxin level was ordered at 8:10 pm on 3/17/94. The reading was 2.4. The md though it should be higher. A new sample was drawn at 5:30 am at 3/18/94 and that read out 3.7. The first sample on 3/17/94 was re-run and read out at 3.4.